Event description:
During follow-up, high impedance was observed on the right ventricular lead. No further action will be taken and the patient will continue to be monitored. The patient was in stable condition.